Manufacturer narrative:
Date rec¿d by MFR : 10jul2019, date of report : 12jul2019. Upon visual inspection of the gas delivery system, failure investigation noted the missing data acquisition circuit board assembly and oxygen solenoid valve. The oxygen solenoid valve and the data acquisition printed circuit board were installed into a ventilator and no failures were found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. (B)(4). Field service engineer (fse)reported during the performance verification test #7 oxygen accuracy with the oxygen concentration setting was 60% confirmed the measured value which was 65.5%. Field service engineer repositioned rubber boot and vibration dampening ring and replaced the flow sensor assembly the unit was checked overall, cleaned, functionally tested and it passed.

Event description:
It was reported oxygen accuracy test failed. No patient involved. Event date not specified, estimate used.